Event description:
During laparoscopic supracervical hysterectomy a lina loop was inserted the first time and the handle advanced to extend the loop. When extended the loop didn't open correctly. It was twisted. The surgeon removed the loop, advanced it outside the pt and it opened correctly. The loop was inserted in the pt a second time, positioned it around the uterine body, activated the electrosurgical generator footswitch and the loop broke. The broken loop was removed and a new loop was used to complete amputation of the uterine body. The procedure was extended by about 10 mins during which time the surgeon inspected the broken loop to confirm no pieces were left in the pt and inspected the pt looking for burns or lacerations. There were no burns or lacerations detected.